Manufacturer narrative:
Based on the claim against the product by the customer noting psm errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that the error was recoverable but kept coming back. The surgery was completed. The fse confirmed error 23023 for cannula detection and replaced the psm1 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding psm errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a psm was in an unacceptable state after the start of the procedure and the surgeon was able to continue with the procedure robotically. The psm requires replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23023 occurred on patient side manipulator (psm) 1. An intuitive surgical, inc. (Isi) field service engineer (fse) was contacted for assistance. Error was recoverable but was coming back every time. The user could finish surgery and the fse should replace the psm. The procedure was completed with no patient injury and a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed the event date was (B)(6)2023. The system functionality was checked upon powering on the system and no errors were noted at power up. The procedure was completed with all arms. No patient related data is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator 2 (psm2) was returned for failure analysis, and the reported failure of error 23023 was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the test system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.